Event description:
Procedure type: seps. Patient gender: unknown. According to the reporter: the dissection balloon did not expand distally only proximally as it remained folded. Doctor had the nurse put proximal pressure while he injected saline, but burst proximally. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt details were available.

Manufacturer narrative:
Initial report sent: 11/2/2007.